Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose in the low 200's (mg/dl). Reportedly, the customer changed the infusion set cannula and resumed all insulin deliveries. The clinical diabetes specialist suspected that the cause was mainly due to a kinked cannula; however, it could not be confirmed.